Event description:
The patient's father contacted animas stating that the patient was in the hospital due to complications from elevated blood glucose levels. He said the patient's hba1c levels have increased from 8.7% to 12%. The patient's blood glucose levels have been anywhere from the 200 mg/dl range to showing the word "high" on the patient's meter. For the past month the patient's father states the patient's blood glucose level has been averaging 350 mg/dl. The patient's blood glucose target is 80 to 150 mg/dl. The parents reported that at 4:30 am on (B)(6) they called emergency medical services and was told that the patient possibly had a virus. They decided not to have emergency services transport the patient to the emergency room. However the patient's condition reportedly worsened and began to have a large amount of ketones, nausea, vomiting, difficulty breathing, and diarrhea. Bolus doses were reportedly administered at 10:20 am and 12:30 pm on (B)(6) in an attempt to control the symptoms. The patient was taken to the emergency room. The pump was removed upon hospitalization. The patient was given IV fluids and insulin. She was reportedly diagnosed with dka and was severely dehydrated losing seven pounds. Troubleshooting revealed no issues with the cartridge, infusion set, or infusion site. When reviewing the pump the prime volume was low on days when an empty cartridge alarm was emitted. The reporter said that if the patient does a battery change he will also prime a small amount of insulin. The pump was reportedly dispensing insulin during the load step requiring a lower prime volume. Pump settings and delivery history were reviewed and confirmed as accurate.

Manufacturer narrative:
Correction #: 2531779-03/24/2010/003-r. (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Although the pump allegedly dispensed insulin during the load step there is no indication that the patient was connected to the infusion set at the time however, it appeared to affect the prime volume. It is unclear whether the low prime volumes discovered during troubleshooting could have caused any insulin delivery issues. Pump settings and delivery history were accurate. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up # 1 07/06/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A review of the device history record confirmed that the pump was operating within specifications at the time of the release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device